Manufacturer narrative:
Philips service replaced the geo ipc ivybridge with zmp can and io and returned the system to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4))

Event description:
It was reported to philips that the system halts at startup; geo ipc identified as defective on an allura xper fd10. The clinical use of the system was outside of use. There was no reported patient or user harm.